Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection of the sensor patch revealed no observable issues. The watermark at the base of the sensor tail confirmed proper insertion. Sensor data was successfully downloaded using approved software. The sensor was found to be in sensor state 7 with event log 11, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Further investigation included de-casing the sensor. De-cased sensor and observed poor soldering on battery upon visual inspection of the pcba (printed circuit board assembly). The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery; therefore, this issue is not confirmed. A source measurement unit (smu) test was conducted to verify electronic functionality. The sensor passed all tests, including poise voltage and thermistor checks, confirming it was capable of accurate glucose readings. An extended investigation confirmed that all smu, poise voltage, and temperature tests passed and met the required specifications.. A review of the device history records (dhrs) verified that the sensor passed all manufacturing and release tests. The occurrence of event codes 225 and 231 appears to be isolated and consistent with routine sensor use. There is no indication that the product allowed unauthorized device access, and no product non-conformance was identified. The passing of all functionality tests confirms that the sensor¿s electronics and performance were not compromised. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced tiredness and sick to their stomach. The length of sensor wear was 8 days and the customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was unable to self-treat and was administered 10 units of insulin injection (type unspecified) by a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 42 mg/dl was compared to a healthcare professional meter reading of 379 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.